Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually inspected and functional testing was performed. The complaint is confirmed. The tubing was found detached from the luer and the luer was found to be cracked. The root causes are suspected to be due to overtightening of the connection during the procedure and the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the tube disconnected near the connection to the arterial catheter. The device was replaced with no injury to the patient.